Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the heavily tortuous, left anterior descending (lad) coronary artery with moderate calcification and a bleeding perforation. A 3.50x19mm graftmaster had failed to cross due to anatomy. Balloon angioplasty was performed and another graftmaster stent was successfully implanted, without further issues. There was no adverse patient sequela and no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.